Manufacturer narrative:
(B)(4). Imaging interpretation: "single level kypoplasty is noted at t12 with residual kyphosis and apparent anterior position of the cement bolus. MRI shows burst component to injury with residual edema around the cement bolus. Subsequent edema is also noted in the inferior endplate and body of t11. Old fracture is noted at l3."

Event description:
It was reported that a patient diagnosed with osteoporosis underwent a balloon kyphoplasty procedure (bkp) at an unknown level and it was noted sometime post-op that a "bulge-like" portion of implanted cement had migrated to the anterior side of the vertebral body postoperatively. The physician stated that "as the posterior side of the operated vertebral body was collapsed postoperatively, cement was pushed anteriorly". The patient reportedly complained of lower back pain, but the surgeon considered it was highly likely caused by stenosis at another inter-vertebral body space. According to the physician's assessment, the patient had no symptoms in association with the cement migration. No further information could be obtained.